Manufacturer narrative:
Analysis results were not available at the time of this report. An additional report will be sent once analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp). It was reported that the device was removed on (B)(6) 2019 and there wasn't a replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient had a shocking sensation when the battery was on. When the battery was off, the sensation was alleviated. It was noted that the patient only had issues with this battery. It was noted that the stimulator was turned off on (B)(6) 2019. A healthcare professional (hcp) checked impedances on the day of the report and the system was within normal range. The patient did not want to turn the battery back on for fear of the shocking sensation. An explant was planned for (B)(6) 2019 and the hcp wanted the device tested, if possible, to rule out a battery issue as the cause of the patient experience. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the ins (B)(4) found that the ins passed functional testing and there were insignificant anomalies. It was s ubjected to a series of standard tests, including visual inspection, output and telemetry testing, and functional testing. If information is provided in the future, a supplemental report will be issued.